Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: android / android_galaxy s22 ultra / unknown / android 16.